Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), lip swelling ("lip swelling"), abdominal distension ("bloated"), rash ("random rashes/ rashesh on my fingers"), eye swelling ("my eye swollen"), urticaria ("hives everywhere"), alopecia ("hair was falling out"), intra-abdominal haemorrhage ("still battling with abdominal bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, lip swelling, abdominal distension, rash, eye swelling, urticaria, alopecia and uterine haemorrhage outcome was unknown and the intra-abdominal haemorrhage had not resolved. The reporter considered abdominal distension, alopecia, endometriosis, eye swelling, intra-abdominal haemorrhage, lip swelling, pelvic pain, rash, urticaria and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received : previously reported event "essure was removed" updated to "pelvic pain", reporter added. Event "abnormal uterine bleeding" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), lip swelling ("lip swelling"), abdominal distension ("bloated"), rash ("random rashes/ rashesh on my fingers"), eye swelling ("my eye swollen"), urticaria ("hives everywhere"), alopecia ("hair was falling out") and intra-abdominal haemorrhage ("still battling with abdominal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, endometriosis, lip swelling, abdominal distension, rash, eye swelling, urticaria and alopecia outcome was unknown and the intra-abdominal haemorrhage had not resolved. The reporter considered abdominal distension, alopecia, endometriosis, eye swelling, intra-abdominal haemorrhage, lip swelling, medical device removal, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), lip swelling ("lip swelling"), abdominal distension ("bloated"), rash ("random rashes/ rashesh on my fingers"), eye swelling ("my eye swollen"), urticaria ("hives everywhere"), alopecia ("hair was falling out") and intra-abdominal haemorrhage ("still battling with abdominal bleeding"). Essure was removed. At the time of the report, the medical device removal, endometriosis, lip swelling, abdominal distension, rash, eye swelling, urticaria and alopecia outcome was unknown and the intra-abdominal haemorrhage had not resolved. The reporter considered abdominal distension, alopecia, endometriosis, eye swelling, intra-abdominal haemorrhage, lip swelling, medical device removal, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: additional reporter and events were added. On 23-mar-2020: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.